Event description:
It was reported that during an orif mandible fracture the surgeon was using the matrix mandible short cut plate cutter to cut a plate in half, and the plate cutters broke. All the pieces were retrieved. Two matrix mandible short plate cutters were received, both same part number and lot number. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the device is in good condition and is undamaged. There are some small nicks on the edges of the cutting surface but would not impact the ability of the device to function properly. The returned device is in good condition and is fully functional and capable of cutting plates as designed. It is concluded that this complaint is invalid as there is no issue with the returned device.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for (B)(4).